Manufacturer narrative:
(B)(4). Firing trigger teeth. Batch # l51y28 additional information requested but unavailable: what is the current patient status? Were any of the forces higher or lower in closing the device? Were any of the forces higher or lower in firing the device? Did the surgeon successfully complete the firing? What was the condition of the tissue were the device was fired? What trouble shooting steps were taken in the attempt to open the device? Did the surgeon attempt to close the closing handle while depressing the release button? What is the users experience with this device? Did the patient have prior radiation or chemo therapy? The analysis results found that the ats45 device was received with the firing mechanism damaged and with no cartridge reload present. No further functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached as to what caused the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge in previous firings. When either or both of these scenarios occur the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa.

Manufacturer narrative:
(B)(4). Additional information requested and received: what is the current patient status? -fine. Were any of the forces higher or lower in closing the device? -not reported. Were any of the forces higher or lower in firing the device? - not reported. Did the surgeon successfully complete the firing? -yes. What was the condition of the tissue were the device was fired? -unk. What trouble shooting steps were taken in the attempt to open the device? - pressed the release button but it did not work. Did the surgeon attempt to close the closing handle while depressing the release button? -unk. What is the users experience with this device? - experienced. Did the patient have prior radiation or chemo therapy? -unk.

Event description:
It was reported that during a laparoscopic rectal cancer radical procedure; the jaw of the device would not open after the first firing with the green reload. The release button did not work. The operation was converted to open to remove the device. The incision length was about four to five centimeters. Now the patient is in stable condition.